Event description:
5 days after the implantation, it was observed that there was no stimulation after the fourth day of the implantation. After explanting the lead the system works properly with the new system.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. A stylet was still inserted 53 cm in the leads body. The performance of the lead was scrutinized, including a visual inspection. During the inspection, the inserted stylet could not be advanced within and removed from the leads lumen. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.